Event description:
It was reported that this pacemaker was operating in safety mode. Device replacement was recommended. It was noted that the patient is not dependent. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.